Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 286 mg/dl. The customer¿s current blood glucose was 389 mg/dl. The customer experienced symptoms like nausea vomiting. The customer treated in hospital with intravenous fluid . Customer was wearing the insulin pump at time of hospitalization. The customer also reported battery failed alarm. Troubleshoot was performed. The insulin pump will not be returned for analysis.